Event description:
It was reported that the right ventricular (rv) lead exhibited an intermittent loss of capture. The lead was reprogrammed and subsequently repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.